Event description:
During a polarx cryoablation procedure, a polarxfit catheter was used. Phrenic nerve capture was lost while ablating the right superior pulmonary vein. The ablation was stopped at once, and the balloon was deflated by force. Due to the patient's intricate anatomy, it was challenging to regain phrenic nerve capture. After the ablation, inconsistent phrenic nerve capture was observed by the physician. Nevertheless, the procedure was completed, and the patient is expected to fully recover. The device was discarded and will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.